Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alarm as expected for an occlusion alarm that occurred. Reportedly, the customer fainted and became unconscious. Subsequently, the customer was hospitalized. There was no reported impact to the customer's blood glucose level. Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer; however, a response was not received.